Event description:
Ineffective; reported by hcp did consent to follow up (B)(6) all available information is provided in this report contact hcp for clarification if needed (B)(6). Inserted (B)(6) 2024; activated on (B)(6) 2024.